Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device and scanning electron microscope (sem) study were performed following j&j medtech procedures. Visual analysis revealed that the second electrode was damaged which slightly damaged and lifted the edge of the pebax, additionally, white foreign material pressumably dried saline solution was observed attached to the dome, and reddish material was observed inside the pebax. The sem study revealed that the white foreign material was composed of sodium and chlorine, confirming the presence of dried saline solution. A manufacturing record evaluation was performed for the finished device 31465251l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The potential cause of the pebax and electrode damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the foreign material presence could be related to the procedure per the elements observed. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an ventricular extrasystole radiofrequency ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified that the second electrode was damaged which slightly damaged and lifted the edge of the pebax. During the procedure, it was noticed that the presence of blood in the catheter at the spring level. When ablation of a ventricular extrasystole, fluid was still present in the catheter. The device was purged and cleaned with compress, but the blood still remained. Still blood present. The catheter was replaced and the procedure continued. No patient consequences were reported.